Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the infusion device delivers too low insulin and the battery consumption is too high. Pt stated after 2 days, the infusion device displays a w2 (battery low) error message. Pt reported experiencing a blood glucose level of 119 mg/dl on (B)(6) 2012 at 9:50 pm. Pt stated on (B)(6) 2012 at 6 am, her blood glucose level was 121 mg/dl; she ate and then administered 4.0 units of insulin via the infusion device. Pt reported her blood glucose level was 439 mg/dl at 9:12 am, and she administered 8.0 units of insulin via the infusion device. Pt stated she was taken home by her mother-in-law and at 9:30 am, she administered 5.0 units of insulin via the infusion device. Pt reported her blood glucose level was 565 mg/dl at 10:45 am; she stopped the infusion device, and administered 12.0 units of insulin via the pen. Pt stated she felt sick, threw up, and had a stomach ache. Pt reported her blood glucose level at 12:15 pm was 403 mg/dl and she administered 5.0 units of insulin via the pen. Pt stated at 12:30 pm her blood glucose level was 352 mg/dl and she administered 4.0 units of insulin via the pen. Pt's normal blood glucose range is 80-120 mg/dl. Pt reported she checked the infusion set and the insulin cartridge and no leakage or occlusion was visible. Pt uses a competitor's infusion set. Pt stated on (B)(6) 2012 at 12:30, she started back on the infusion device. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.